Manufacturer narrative:
Device evaluation: four (4) photographs were received for evaluation: results: from photographs received it was observed inflation line and suction line damaged. The most probable root cause is that the product become damaged after it left the shm facilities due to the product is 100% leak tested, and the test can not be performed if the inflation lines is cut or detached, and the suction line has a 100% flow test. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex sacett suction above cuff et tube cuff was unable to be inflated approximately one hour after the start of use. The reporter stated they even put air into the pilot balloon, but an air leak was observed. There were no adverse patient effects.